Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer had a no delivery alarm during basal, bolus and fixed prime on the insulin pump. The customer's blood glucose level was 263 mg/dl. The troubleshooting was performed. It was explained to the patient that the no deliver alarm was cause by infusion set or reservoir connection. The customer was advised to replace infusion set and reservoir. The patient was advised to return the infusion set and reservoir and will send out replacements. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).